Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, "everything went well" when the physician placed the mesh leg into the patient's right sacrospinous ligament. However, when the physician was loading the capio device to place the left side, the needle broke off and hit the floor. Reportedly, the detachment occurred right where the needle is joined to the suture. The physician reportedly tied a vicryl suture (not a boston scientific device) onto the uphold mesh leg where the detachment occurred, and completed the procedure with this amended device with no complications to the patient, who is reportedly "fine" post-procedure.